Event description:
A caller reported an issue with the speaker and vibrate function of their insulin pump, noting that the speaker was not audible. Technical support instructed the caller to adjust the settings, but the issue persisted, leading to a decision to replace the pump. There was no adverse impact on the customer's blood glucose level. The customer was informed that they would receive a replacement pump with updated software, and they were instructed to return the malfunctioning pump to tandem. The customer acknowledged the instructions and agreed to program their settings into the new pump and connect their continuous glucose monitor.